Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, during use of the first prostyle device, a cuff miss [suture retrieval issue] occurred. A second device was successfully placed. During use of the third prostyle device, another cuff miss occurred. The sutures of an additional prostyle device were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the two successfully pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.